Event description:
Event description guidant received information that upon examination of a chest x-ray in october of 2004, there appeared to be a questionable break in this right ventricular lead. However, upon being seen for a routine follow-up visit in october of 2005, the patient reported no symptoms. In addition, review of an electrocardiogram appeared to indicate that the pacing system was functioning appropriately.